Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing beeping. Upon interrogation a red fault code was displayed stating charge time out. The patient had triggered elective replacement indicator 6 days earlier, but is now at end-of-life. The charge time during two manual capacitor reforms was greater than 45 seconds. The patient reports having a catscan procedure, but not a MRI. In september the charge time was 13.8 seconds with a monitoring voltage of 3.15 volts.